Event description:
End user states "on and off for the past 4 years he has noted the tips of the catheters would stick to packaging but it was rare but the last year and even more so the last few weeks he has noticed that all the catheters in his most recent shipment, listed above, are all badly affected to the point the catheter sticking to the packaging is twisting the catheter and affecting the coude tip from proper insertion. He said he goes to prepare the catheters by pressing the water packet and making sure water has lubricated catheter prior to use, he goes to remove them and the tips are very stuck to the bottom part of the packaging near the tip. He has to hold the packaging so he can tug to get that catheter loose. He then noticed recently that end of the catheter tip, the coude tip comes out twisted when looking at the blue line since the "bend got stuck at the bottom of the packaging." He said the last few weeks he noted " a lot of blood" off an off when he cathed with these defected catheters. He is aware of proper coude placement. Since that coude tip did not match up with the blue line and it was twisted, as he inserted, it would twist internally because of the twist in the catheter. He said it was painful as he felt the coude tip not going in tip up internally which caused bleeding with cathing. The blood color he would mostly see was old "coffee colored" blood in urine he said when he cath'd. He thinks he keeps breaking off a scab he has created inside his urethra while using these catheters. He also said about 2 weeks ago he went to he his md because of the bleeding and was diagnosed with a uti he thinks because of using catheters with this defect. He said they did urine testing and he was prescribed antibiotics. He typically does not get many utis he said, maybe 5 in the last 4 years he has catheterized himself total which he was told by his md is great. He is not on blood thinners. He was very clear he thinks this is a quality issue and a manufacturing defect."

Manufacturer narrative:
Brand name: cure ultra. Common device name: catheter, straight. Procode: ezd. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.